Manufacturer narrative:
H.6. Investigation summary: level a investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for breaks off during use on lot # 8233917 investigation summary: customer returned photos of 4mm, 32g pen needles with the shelf carton from lot # 8233917. Customer states that the metal of the needle gets out of the plastic. The photos were examined and exhibited the entire cannula separated from the hub. Manufacturing (ireland) will be notified of this issue. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cannula separates) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd ultra fine¿ insulin pen needle cannula breaks off during use. The following information was provided by the initial reporter: the customer reports: it happened two times - the metal of the needle gets out of plastic, both times, I got scared a lot, I thought it had stayed inside the body, until I see that is in the pens (this happens when I exchange the needle of a pen to another).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check could not be performed for the defect/condition reported since the lot number was not provided. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. DHR could not be performed as the lot number was not provided. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ insulin pen needle cannula breaks off during use. The following information was provided by the initial reporter: the customer reports: it happened two times - the metal of the needle gets out of plastic, both times, I got scared a lot, I thought it had stayed inside the body, until I see that is in the pens (this happens when I exchange the needle of a pen to another).